Event description:
Customer states an expired tube was found in a rack that had a different expiration date. The packaging (rack label) shows 01/01/2024 as the expiration date. The tube shows 01/01/2023. Another tube pulled from the same package (rack) that showed an expiration date of 03/02/2024.

Manufacturer narrative:
Complaint statement (B)(4). No samples were received for evaluation. We have no remaining inventory of the material/batch. We have no further complaints for the material/batch. Received customer pictures. Rack label - expiration date of 2024-01-01 and material/batch 454209/c220934v is visible. In addition, the expiration date on the tube visible within the rack is 2024-01-01 which matches the rack label. We forwarded the complaint and customer pictures to our affiliated location in brazil from which we receive this product. According to their investigation and comments, review of batch record documentation revealed no deviations in association with the reported issue. Retain samples were visually checked. No deviations related to the reported issue were observed. The complaint cannot be determined.